Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics; however, the pd nurse recommended levofloxacin (500 mg once daily for nine days; route not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient had recovered. No additional information is available.